Event description:
As reported by the user facility: details of complaint (reported issue): "continuous call back to pump for air in line." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample in original packaging was provided for investigation. Upon evaluation of the unit, no air in line alarm was observed on the pump. To replicate the reported concern, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during testing. The sample was leak tested with passing results. A measure of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported concern was not confirmed. Five retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.